Event description:
It was claimed that the sparks were coming from the power cord of the citadel bed. There was no indication regarding patient involvement. No injury was claimed. According to the photographic documentation attached the power cable has signs of smoke near the mounting of the control box. The service technician found that one from 3 wires inside the power cable was faulty, however, the exact cause of the sparks was not identify during the evaluation.

Manufacturer narrative:
The electronic engineer was consulted to determine the root cause of the issue. He suggested that the forces exerted on the power cable over years of use may have caused stress at the mounting point. This stress could have led to damage of the internal cable insulation, resulting in high temperatures from a short circuit. Consequently, this caused the external insulation to burn, producing visible sparks and smoke. The arjo device failed to met its specification when the sparks and signs of smoke were observed on the power cable. The device was not use for the patient treatment during the malfunction. The complaint was assessed as reportable due to the allegation that the sparks were coming from the power cord.